Event description:
The customer was hospitalized for dka and has dehydration. It was informed that the customer changes the set every four days. Advised the customer to change the set every two or three days. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explain to the customer that the pump is operating as designed and does not need to be replaced. Instructed the customer to change out the set and take a manual injection as per md protocol.